Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the generator was returned and analysis found the upper and lower cases and one side bail cover broken. Analysis also found the ring cover, battery release, lead flex cover and battery drawer contaminated, that the battery contacts were compressed, the ring was bent, the battery drawer o-ring was missing and the liquid crystal display (lcd) was out of specification, it was "bleeding."